Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfiles showed successfully performed treatments. The treatment could be identified in logfile. The user performed an energy check before this patient. The energy was stable during the whole day. The corresponding treatment was performed successfully without interruption. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representation reported a clinic has the feeling that patients are being hypocorrected. New information was received that two patients were affected during lasik procedures. At this time, patients are only being seen for one week follow up appointments. Uncorrected visual acuities and non-dilated auto refraction measurements were taken. The patients will be making phone call follow up visits until three months post-operative. Patients will be seen in person three months post lasik. Additional information was received. Left eye vision was for near. Lasik was done with microkeratome and nasal hinge. There are multiple related reports for this facility. This report addresses the patient two and other manufacturer reports will be filed.